Event description:
It was reported that during a procedure, the ar-8400bc bent. The case was completed by using a new ar-8400bc.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8400bc (no batch indicator provided) was received for investigation. Visual inspection identified that the ar-8400bc had broken apart proximal to the connection point between the inner tube and the inner hub. The remainder of the inner tube was retained within the outer tube. No bending was noted to the returned components. This event is consistent with breakage due to prying/leveraging against bone and/or hard tissue during use.